Manufacturer narrative:
The insulin pump was received with pump error alarm during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.